Manufacturer narrative:
A steris field service technician arrived onsite and inspected the surgical table. The technician was able to orient the table into every articulation and was unable to duplicate the reported event. The surgical table had a sufficient amount of oil, but the technician added oil to the surgical table to fill the gauge to the maximum. The technician inspected the table for an oil leak but could not locate a leak on the table. The technician then tightened all connections to ensure no possible leaks, tested the table's positioning, and confirmed the table to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures, the 2080rc surgical table was unresponsive to table commands. No injuries or procedural delays or cancellations were reported.